Event description:
It was reported that during a breast biopsy procedure, during the aspiration phase, device didn't collect any tissue samples. So operator had to use a new probe to carry out this operation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.